Event description:
Pt status post left wrist fracture implanted with lcp straight wrist plate and screws on (B)(6) 2011 complained of pain. Pt was returned to operating room on (B)(6) 2012 and all hardware was removed. Surgeon noted pt was healed/fused and was not revised to any new hardware. This is 6 of 9 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.